Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 955815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen and birth control pills. Concurrent conditions included obesity, irregular menstruation, ovarian cyst, pelvic adhesions and uterine prolapse. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloated abdomen") and pollakiuria ("frequent urination"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral oophoropexy cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, bacterial vaginosis, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, uterine leiomyoma, abdominal pain lower, vulvovaginal pain and abdominal distension outcome was unknown and the genital haemorrhage, back pain, dyspareunia, vaginal haemorrhage, menorrhagia, weight increased and pollakiuria had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2016: molecular pathology report affirm vaginitis testing candida species: positive: candida species dna detected gardnerella vaginals: positive: gardnereua vaginalis dna detected. (B)(6) 2017: surgical pathology report specimen(s): uterus cervix and tubes clinical history: leiomyoma of uterus, pelvic pain, irregular bleeding, dyspareunia procedure and findings: robotic hysterectomy, bilateral salpingectomy final diagnosisuterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy: uterus (174gm) with benign endometrium, adenomyosis, benign intramural leiomyoma, unremarkable cervix, bilateral unremarkable fallopian tubes, negative for dysplasia or carcinoma. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, bacterial vaginosis, bladder & urinary tract disorder, nickel allergy, dysmenorrhea, vaginal discharge, fatigue, weight gain, fibroids, abdominal pain lower, vaginal pain are added. Lot number& lab data updated. Concomitant & drugs conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 955815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen and birth control pills. Concurrent conditions included obesity, irregular menstruation, ovarian cyst, pelvic adhesions and uterine prolapse. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloated abdomen") and pollakiuria ("frequent urination"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral oophoropexy cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, bacterial vaginosis, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, uterine leiomyoma, abdominal pain lower, vulvovaginal pain and abdominal distension outcome was unknown and the genital haemorrhage, back pain, dyspareunia, vaginal haemorrhage, menorrhagia, weight increased and pollakiuria had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6)2013 & (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion (B)(6)2016: molecular pathology report affirm vaginitis testing candida species: positive: candida species dna detected gardnerella vaginalls: positive: gardnereua vaginalis dna detected. (B)(6)2017: surgical pathology report speclmen(s): uterus cervix and tubes clinical history: leiomyoma of uterus, pelvic pain, irregular bleeding, dyspareunia procedure and findings: robotic hysterectomy, bilateral salpingectomy final diagnosisuterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy: uterus (174gm) with benign endometrium, adenomyosis, benign intramural leiomyoma, unremarkable cervix, bilateral unremarkable fallopian tubes, negative for dysplasia or carcinoma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.